Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarms were noted. The insulin pump passed the self test. No error alarms were noted. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer's father reported her daughter's insulin pump alarmed after a battery change. The device also alarmed no delivery. Customer's blood glucose is 56 mg/dl. She treated with orange juice. A temporary basal was not programmed before the alarm. The device was stored for a long time. The device experienced an unexpected restart. The no delivery alarm was due to the reservoir being empty. The device did not pass the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.